Manufacturer narrative:
Inspected three randomly sealed reservoirs. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoirs passed per specifications. No leaks or o-ring defects were found during test.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see also MFR report number 3004209178-2012-85739.

Event description:
It was reported that the reservoir leaked insulin into the insulin pump reservoir compartment. Nothing further was reported.